Manufacturer narrative:
(B)(4). Final analysis of the pump found a low-battery reset with an undetermined cause.

Event description:
It was indicated that the pump had been explanted due to end-of-life. There were no patient symptoms reported.